Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right atrial (ra) lead had high thresholds and would not capture at high outputs. The lead was repositioned. The next day, the ra lead continued to have high thresholds and intermittent capture and was explanted and replaced. Also, the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.`

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.